Event description:
The event is reported as: complaint description: after applying a clip for a vessel harvesting surgery, the clip fell off the vessel. Bleeding was reported, but there was no report of pt's condition. Additional information requested, but complaint originated in (B)(6) and response was very limited. The hospital refused to provide anymore information according to the distributor.

Manufacturer narrative:
DHR review showed no issues related to this complaint.